Event description:
The nurse reported that during surgery a system message displayed. They rebooted twice, but the message would not clear. They had already started surgery on one patient (the infusion port had been placed in the eye). This case was cancelled and one to-follow case was also cancelled. There was no patient harm reported.

Manufacturer narrative:
The company service representative examined the system and found the system message reported in the event log. The data cable was replaced and sent for in house evaluation. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).